Manufacturer narrative:
The device was evaluated by ventec where the reported issues of lower peep (positive end expiratory pressure) than set and low exhaled tidal volume (vte) levels was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the ventilator measured lower peep (positive end expiratory pressure) than set and its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.